Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a pocket infection. The infection was due to a systemic infection. The system was explanted and replaced. The patient's condition post procedure was stable.

Manufacturer narrative:
Correction: should have been blood culture test - (B)(6) 2017 rather than blank.